Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection confirmed the customer reported condition as three small holes on the blue winged luer cap were noted. The characteristic of the damaged component does not represent a molding defect. While the holes were able to be replicated using a syringe, there are no sharp objects present in the manufacturing of the device that could have lead to the occurrence of this issue. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a blue winged luer cap with two holes in it. This condition was observed during filling. Due to the holes in the cap, fluid was observed leaking out of the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.